Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 110 (overvoltage cleared - no energy) and a service code 102 (charge profile fault). Device download data confirmed the discharge profile faults. The cause for the failure was isolated to an open r45 resistor on the computer/analog pca. The cause for the open r45 resistor was isolated to contamination on the j1000 pca jumper. Root cause investigation of similar failures determined that flux residue on j1000 caused the service codes. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing discharge profile faults.